Manufacturer narrative:
(B)(4).

Event description:
Procedure: pelvic organ prolapse. A literature review titled comparison between trans-obturator trans-vaginal mesh and traditional anterior colporrhaphy in the treatment of anterior vaginal wall prolapse: results of a french rct, in the journal of int urogynecol j, doi 10. 1007/s00192-13-2071-1, states a prospective study was conducted between april 2005 and december 2009 in 12 french hospitals. One hundred forty seven patients were included, 72 patients in the anterior colporrhaphy group using 2/0 polyglactin suture, and 75 in the mesh group, using ugytex, with both groups presenting with stage 2 or more anterior vaginal wall prolapse. Complications in the mesh group included intra-operative bleeding (1) , partial mesh shrinkage (25, with 7 being painful), mesh exposure (7), and re-operation (8). This ftr is for the pain experienced with the partial mesh shrinkage. Vaginal length did not shorten. Shrinkage was not significantly linked to age, hysterectomy, pervious prolapse surgery, hormone therapy or center.